Event description:
In was reported on 12/28/1998, that during an endoscopic retrograde cholangio-pancreatography procedure, the physician stated that he could not see the radiopaque markers on a passage dilator catheter and he subsequently perforated the pts' bile duct. A temporary stent was placed as intervention. No product was returned for eval.